Event description:
The haptic was found bent after the lens was inserted into the pt's eye. The lens was removed and replaced with no add'l injury to the pt.

Manufacturer narrative:
This form was completed by the MFR.